Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in france notified biomerieux of a qcv failure resulting in a false positive test result with vidas analyzer. The customer stated the instrument had a failure on position a4. A retrospective analysis conducted by the customer determined 4 patient results had been impacted due to failure on position a4. Based on feedback from the customer, there was no reported impact to the patients due to the referenced malfunction a field service engineer inspected the unit and determined that the issue was related to a faulty pump, which affected only compartment a4 of the instrument. The component was replaced and the instrument is performing as intended.